Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation.the investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the head of the catheter allegedly had broken off. Further it was reported that the doctor continued the case without using crosser. The procedure was completed by using another device. Ther was no patient contact.

Event description:
It was reported that during a recanalization procedure, the head of the catheter allegedly had broken off. Further it was reported that the doctor continued the case without using crosser. The procedure was completed by using another device. Ther was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one crosser iq ultrasonic cto device was received for evaluation. Upon visual evaluation, no anomalies noted to transducer handle or saline hub. Marker band was present and undamaged. The distal tip was noted to be detached at the distal end of the catheter and not returned. The inner guidewire lumen was exposed at the distal end of the catheter. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported detachment as the distal tip was noted to be detached at the distal end of the catheter. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.